Event description:
It was reported the patient was seen in the ER due to multiple inappropriate shocks. There were a high number of short interval events, indicating oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. A lawsuit alleges the patient was shocked by the "defective" lead and "was forced to have early explant" which resulted in "scarring his already fragile heart". The lawsuit also alleges the patient has suffered severe physical and emotional injuries.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary distal conductor fractured; full lead returned in segments. Other: it was reported the patient was seen in the ER due to multiple inappropriate shocks. There were a high number of short interval events, indicating oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. A lawsuit alleges the patient was shocked by the "defective" lead and "was forced to have early explant" which resulted in "scarring his already fragile heart". The lawsuit also alleges the patient has suffered severe physical and emotional injuries. Actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed. Visual examination: lead conductor component/subassembly failure. Device was out of specification in a manner that relates to event. Oversensing shock, inappropriate.